Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A product 510k number has not yet been assigned. Currently for non-us distribution only. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 9, 2015 - expiry date: may 31, 2018. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No complaint-relevant non-conformances were noted during the manufacture of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered an issue with the piston in the pump of a vertecem v cement kit that prevented cement preparation. The issue occurred during an unknown surgical procedure on (B)(6) 2016. No additional information pertaining to patient or procedural outcome is available at this time. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information received on 16. August 2016: the event was reported as intra-operative and the procedure successfully completed with the next vertecem+. Also, product was not returned, therefore, an investigation could not be performed.

Manufacturer narrative:
A product development evaluation was completed: a visual and physical investigation was conducted. It is not clear what has caused the complaint. Unmixed powder can be seen through the transparent cartridge. The piston is still in the back position, meaning that cement transfer was not attempted ¿ as it should be. The correct lid with the plug for mixing the cement was used. The lid was properly attached to the cement cartridge. The front of the mixer cement was formed and solidified ¿ the liquid component was added but the mixing could not be completed. It was check if the piston could be pushed forward just by pushing the blue handle. The piston was manually moved to the front. The hard cement could be retrieved from the mixing cartridge. Pulling hard backwards on the blue handle piece dislodged the mixing blade. This allowed for further disassembling. It could be confirmed that the inner threaded sleeve moved freely inside the outer sleeve. So no jamming can be expected from these two parts. The handle could easily be moved inside the inner threaded sleeve. However, slide friction was noted for rotational movements at the very front position. When cement powder was added to the handle the friction increased notably. Further the mixing blade with the piston could be retrieved from the cement cartridge. The unmixed powder was strongly compressed near the piston. The mixing paddle could not be pulled back right to where the piston is. Likely, too much friction was apparent so that it was not possible. When removing the mixing blade from the cartridge it was noted that powder particles were seen around the shaft. Also it becomes clear that the powder was strongly compressed to form a negative print of the piston. This indicates that the user likely applied much force on the mixing blade to move it backwards through the powder. Why and how the powder became so compressed remains unclear. In order to have a closer look at the inside of the piston, the piston had to be sliced in halves. The lip was still intact. The gliding lips looked a little worn ¿ likely because powder may have entered this area and caused slide abrasion when the mixing blade was moved back and forth. It is imperative that for moving the mixing blade back and forth for cement mixing a certain force is necessary by the user. The design of the mixer is such that physical blocking of parts is not possible. The parts have also been designed to seal against cement leaking out of the mixer, which requires certain interference and transitional fits for part combinations. However, depending on the actual specific dimensions of the parts more or less force may be required to perform the mixing. Especially in cases where powder gets into the piston and interferes with the moving mixing blade. For this reason the user should not move the mixing blade (handle) back and forth before the liquid component is added to the cement powder. Implant date reported in error. Device was not able to be implanted during the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.